Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 216mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No unexpected battery out limit alarms noted. Insulin pump passed displacement test and off no power test. The operating currents were in specification. Insulin pump had an intermittent button response on the up arrow buttons due to corroded keypad traces noted. Insulin pump had a cracked lcd window, cracked case on lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.